Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. However, device inspection found the electrical connector unit was dirty. Based on the results of the investigation, the probable cause and root cause of the reported issues could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope displayed no image. It was unknown when issue occurred. There were no reports of patient harm.